Event description:
Device malfunction: none. Adverse event: neurological event. Onset of adverse event: one day after the procedure. It was reported via trial, that one day post, a right internal carotid artery xact stenting procedure, the pt developed left sided weakness and neglect. CT scan suggested edema consistent with hyperfusion syndrome, additionally, the pt experienced a seizure. The pt has a seizure disorder and is taking medication for seizures; however, labs were checked and the medication levels were within the therapeutic range. There was no add'l treatment given for the seizure and no recurrent seizure activity. The pt experienced some improvement and on (B) (6) 2010, was discharged to a rehabilitation facility. On (B) (6) 2010, the (B) (6) score was back to the pre-procedure score of 5. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Neurological event and seizure may occur during this type of procedure and is listed in the instructions for use. Neurological event and seizure are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.